Event description:
A healthcare professional reported that a glidewell ht tapered implant experienced fit and osseointegration issues after final prosthesis delivery on tooth location 3. Per the report, the device was placed on (B)(6) 2023 and removed on (B)(6) 2024. Per the report the following patient symptoms were observed: gum and bone resorption and possible allergic reaction. The healthcare provider did not observe any permanent injury, and no additional medical or surgical procedures were required. The implant was replaced. The lot number associated with the device is unknown however the size of the implant was confirmed to be 4.3 x 10 mm. The patient's oral hygiene at the time of the surgical procedure was reported as good.

Manufacturer narrative:
Information correction was received from the healthcare professional. The size of the implant for this event was updated to 4.3 x 10 mm; lot number is unknown therefore product information is limited. Corrections were made in the following sections: b3 b5 d1 d2 d6a d6b d9 manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Correction was made in section h6; medical device problem code (a). Device evaluation has been completed; following is the device analysis conclusion: DHR results: the lot information was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot information was not provided therefore the stock product could not be reviewed. Investigation methods/results: the device was returned but not in the original package. The implant was verified to be either a hahn tapered implant ø4.3 x 10 mm using the radiographic template (pk-209-062515) or a glidewell ht implant ø4.3 x 10 mm using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). The glidewell ht implant is a rebrand of the hahn tapered implant and the lot information for the returned implant was not provided therefore the specific product name of the implant could not be confirmed. There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. Root cause description: "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient had open heart surgery at birth and partial lobectomy for pneumonia at age 6. IFU-570 rev 4 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU-570 rev 4 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 4 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 4 (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." Per the reported information, there was also an implant fit issue. A potential root cause could be due to the bone resorption the patient experienced as this could cause bone loss which is an effect of the loss of osseointegration of the implant. This can cause the implant to not fit. Manufacturer internal reference number: (B)(4). .

Manufacturer narrative:
The patient's ethnicity/race was reported as white by the healthcare professional. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a glidewell ht tapered implant had a fit issue and was removed after the final prosthesis delivery on tooth location 3. The healthcare provider observed the following patient symptoms: gum and bone resorption and a possible allergic reaction. Per the report the device was removed and was replaced; no additional procedures were required, nor was permanent injury reported. It was reported that at the time of the surgical procedure the patient had good oral hygiene.